Event description:
The patient's mother reported that the magnet of the patient's internal device is visible through the skin at the implant site. It was reported that the external headpiece came apart and was pulling the magnet through the skin. The site was treated with antibiotics (type unknown). The doctor indicated that it was too soon to determine if magnet revision surgery is required. The patient was instructed to discontinue use of the external device. The patient is being monitored.